Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his sensor glucose was 300 mg/dl while his blood glucose was actually 40 mg/dl. The customer treated by eating food. Troubleshooting was declined for the low blood glucose. The insulin pump was not returned for analysis.